Event description:
It was reported that an ilet user experienced hyperglycemia of unclear cause, and troubleshooting and education were completed without alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included no reported injury and no escalation of care. Investigation included customer troubleshooting and review of device performance based on user report. Investigation of this case revealed no device alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.